Manufacturer narrative:
H.6. Investigation summary: our quality engineer inspected the photographs submitted for evaluation. Bd received two photographs which displayed a used 20g x 1.00in. Nexiva unit. The needle can be seen fully retracted; however, the tip shield is still attached to the back end of the catheter adapter. Media can be seen inside the catheter tubing indicating that venipuncture was attempted. Based on these observations, it is likely that after venipuncture, the unit retracted the needle adequately but was unable to decouple the tip shield from the catheter adapter. The reported issue was confirmed. Operators perform in process sampling, checking for retraction and adhesive per the quality control plan to mitigate the occurrence of this defect. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that after insertion with 2 bd nexiva¿ closed IV catheter system - single port the needle disengagement was difficult. There was no report of patient impact. This is the 1st of (B)(4) event dates. The following information was provided by the initial reporter: there has been an issue with our 20g nexiva catheters with the stylet not being able to be removed after insertion. This is the 3rd time this has happened in the past couple of weeks. The lot number we have seen this with is 3059781. Just wanted to give you all a heads up!

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after insertion with 2 bd nexiva¿ closed IV catheter system - single port the needle disengagement was difficult. There was no report of patient impact. This is the 1st of 2 event dates. The following information was provided by the initial reporter: there has been an issue with our 20g nexiva catheters with the stylet not being able to be removed after insertion. This is the 3rd time this has happened in the past couple of weeks. The lot number we have seen this with is 3059781. Just wanted to give you all a heads up!